Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for novel cardiac system implant procedure. Interrogation post-implant revealed that the patient's implantable cardioverter defibrillator exhibited a brief period of over-sensing. The cause of the over-sensing was not specified. No intervention was performed. The patient was stable.